Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation. This report is related to one other report for the same event.

Event description:
It was reported by the clinic that the patient had a pulmonary embolism during hemodialysis, the patient was taken to the hospital and released the same day. Additional information has been requested.